Manufacturer narrative:
Tw ID# (B)(4).the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoviewhempro vh-3500 c-ring was bent when the package was opened.

Event description:
The hospital reported that vasoviewhempro vh-3500 c-ring was bent when the package was opened. Photos were provided by the complainant. Evidence of blood was identified on the c-ring and was observed to not have a bend to it.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted on 07/19/2024. . Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device. The c-ring was observed to be intact. The c-ring was observed to be straight and not in its normal curved position. Based on the non-return of the device and the photographic evaluation, the reported failure "material twisted/bent" was not confirmed, however, the analyzed failure "material deformation" was observed. The lot # 3000376542 history record review was completed. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure "material twisted/bent" and the analyzed failure "material deformation; c-ring". CAPA 1039601 was initiated to address the analyzed failure "material deformation; c-ring" and product ¿evh cannula¿. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.